Event description:
Boston scientific received information that this lead was part of a system revision due to infection. The patient also had endocarditis and was very sick with left ventricular assist device (lvad). This left ventricular (lv) lead broke during the extraction and was hanging out of the coronary sinus (cs) and the field representative also indicated locking stylet was not placed distal enough. The snare was then placed in the groin and lead was completely removed in its entirety. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As the lead will not be returned for analysis, the clinical observations cannot be confirmed. This investigation will be updated should further information be provided.